Manufacturer narrative:
Patient weight not available from the site. A medtronic representative visited the site to examine the medtronic imaging system and performed an imaging system check-out; all tested areas passed. System performed as intended. The representative also reported that the site could not reproduce the issue since the initial report. No parts were replaced as a part of this visit. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to(B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the medtronic imaging system failed to complete imaging spins. Medtronic imaging was aborted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.